Manufacturer narrative:
Initial reporter address 1: (B)(6).

Event description:
It was reported that a dissection occurred. A percutaneous transluminal coronary angioplasty was performed on a 95% stenosed target lesion located in the left anterior descending artery (lad). A 3.50 x 24 synergy stent was introduced, but advancing difficulty occurred. After the stent was deployed in the lad, a proximal dissection was noted. A 3.5 x 12 synergy stent was deployed to cover the dissection and successfully complete the procedure. No further patient complications resulted in relation to this event, and the patient was reported to be fully recovered and stable following the procedure.